Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the one week post-implant follow-up, no abnormal lead measurement were exhibited and no patient complaints reported; however, a tomography image was suggestive of a possible right ventricular perforation. The physician elected to reposition the lead. To date the lead remains implanted and in service with on further adverse effects reported.